Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.

Event description:
It was reported that he device was suspect of premature eri (elective replacement indicator). It was noted that the device was implanted in (B)(6) 2011 and at a routine follow up on (B)(6) 2013, the device has reached eri. The device will be explanted and replaced. No patient complications have been reported as a result of this event.